Manufacturer narrative:
The tech found the wire to the motor capacitor was unplugged. The tech reconnected the capacitor to repair the bed.

Event description:
Info received indicates the bed has no functions.